Manufacturer narrative:
The evaluation revealed the target device to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The target device was documented as faultless prior to distribution. As the device had been in use for approx. 8 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The functional inspection revealed that the reported distal misdrillings were not reproducible; all nail holes were passed by sample drills like specified. Furthermore hammer signs were visible although the target device is marked with the warning ¿do not hit!¿ hitting is allowed on an attached strike plate; the target device itself shall not be hit. Reasons for misaligned drilling and misaligned distal locking screws are various. Potential miss-targeting can also be caused but is not limited by e.g.: no fully tightened nail holding screw; bending forces to the drill / drill sleeve during drilling; drill sleeve has no contact to the bone surface; usage of worn drills. Regarding misdrilling the operative technique has already been modified by (B)(4). Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
The customer reported that the distal target device was not feeling stable enough to aim straight for the distal locking hole. The event was identified during surgery prior to starting the procedure. The customer reported that another device was immediately available and surgery was completed successfully with no adverse consequences reported.

Event description:
The customer reported that the distal target device was not feeling stable enough to aim straight for the distal locking hole. The event was identified during surgery prior to starting the procedure. The customer reported that another device was immediately available and surgery was completed successfully with no adverse consequences reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
An investigation was not possible because the target device was not returned. Furthermore a review of the DHR was not possible because the provided lot code was inaccurate. The root cause of the reported distal misdrilling is unknown. The customer reported that the target device was hit. This is not allowed; to prevent the target device against hitting a warning is printed on its top. It is likely that the target device got damaged due to the hitting and maybe it became distorted that led to a misdrilling. Anyway, the IFU and operative technique include that the target device shall be checked prior every surgery. A more precise evaluation was not possible due to missing product. No discrepancies were detected during risk analysis review. No non-conformity identified; actions are in place.

Event description:
The customer reported that the distal target device was not feeling stable enough to aim straight for the distal locking hole. The event was identified during surgery prior to starting the procedure. The customer reported that another device was immediately available and surgery was completed successfully with no adverse consequences reported.